Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: there was a tear in the audio bolus button cover, but the button still responded properly. The original complaint was unable to be duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter stated that the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.